Event description:
It was reported that the patient never had therapeutic effect, and experienced heavy leaking episodes. It appeared that the patient's ins was powered off. The ins was turned on and the patient planned to evaluate the current settings. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3889-28, lot# v942570, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial# (B)(4).